Event description:
The initial reporter stated they received discrepant results for one patient sample tested with urea/bun on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory. The user repeated the sample since the initial value did not agree with the patient's clinical diagnosis. The sample initially resulted in a urea value of 3.42 mmol/l and it repeated as 13.15 mmol/l.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The reaction cup was inspected and a substantial amount of crystals were attached. The reaction cup was cleaned. The investigation is ongoing.